Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has watched the video about connecting the lead, but it is unknown if the method was applied. The atrial set-screw was lost by the physician.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver and a replacement atrial set-screw placed in the connector block. It was impossible to analyze potential damages sustained to the atrial set screw, since it was not returned. However, the absence of a click sound during the connection of the atrial lead could be indicative of potential damages to the atrial set-screw consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated (B) (4). Subsequent rotation with the torque screwdriver might have led to stripping of the upper portion of the set-screw cavity. The analysis also noted flakes of metal found on the silicone cap at the atrial position, which suggest this conclusion. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.